Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that bd fss was onsite unboxing new arctic sun devices. That device would not fill, and no suction was observed at the manifold. Stated this would be classified as an obf and a replacement device would be shipped.

Event description:
It was reported that bd fss was onsite unboxing new arctic sun devices. That device would not fill, and no suction was observed at the manifold. Stated this would be classified as an obf and a replacement device would be shipped.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is an air leak in the manifold. The device was evaluated upon receipt. No suction due to air leak from crack in manifold block. Replaced manifold. Unit filled normally after repair. Converted unit to loaner status. The arctic sun stat passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.